Manufacturer narrative:
The reported ipg was implanted in july 2015. Exact implant date is unknown. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to recharge the ipg. As a result, the ipg became inoperable and patient lost stimulation in (B)(6) 2019. The ipg did not communication with any external devices. In turn, surgical intervention was undertaken on 06 jan 2020 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.